Event description:
It was reported that during a procedure, the two fibers exhibited a premature rupture of the fiber tips. The procedure was completed with another fiber. There were no patient complications. This report is for second fiber.

Event description:
It was reported that during a procedure, the two fibers exhibited a premature rupture of the fiber tips. The procedure was completed with another fiber. There were no patient complications. This report is for second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic analysis of the returned fiber did not identify any breakage along the fiber body. However, the analysis did identify a circumferential fracture at the distal side of the fusion zone. The fiber was functionally tested with the hene (helium-neon) laser fixture. The rate of forward firing was below the threshold for potential patient harm. Based on device analysis results, the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damage, including circumferential fractures. It is probable that the interaction between the user and device caused or contributed to the observed circumferential fracture. According to the IFU, the user is instructed to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The reported fiber tip break (detachment/separation) allegation was not identified. The manufacturer has reviewed all the information and determined this event no longer meets reporting criteria for the alleged fiber tip break.

Event description:
It was reported that during a procedure, the two fibers exhibited a premature rupture of the fiber tips. The procedure was completed with another fiber. There were no patient complications. This report is for second fiber.